Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. Review of the vads manufactu ring documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection of the controller revealed no signs of contamination within the driveline connector port of the controller. Supplemental testing revealed that the driveline port functioned as intended with no anomalies. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. However, visual inspection revealed contamination within the driveline connector pins and adjacent areas. Additionally, visual inspection revealed blue string tied to the driveline cable, which is likely related to the reported pinching of the driveline by the site. Log file analysis associated with (B)(6) revealed that two electrical fault alarms were logged on (B)(6) 2021 at 15:37:46 and 16:58:00 due to an open phase on the front stator, causing the pump to run on a single stator (rear stator only). A high watt alarm was subsequently logged at 16:58:17, likely due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the available information, the reported electrical fault alarms event was likely caused by contamination/foreign material of the driveline cable connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Additional products: d4: (B)(6) 7 h3: yes d9: yes, return date: 21-feb-2021 dev rtn to mfg: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the potential cause of the electrical fault alarms was contamination of the driveline at the vad controller connection. It was also reported that there was a possible manufacturing defect with the vad.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jan-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-jan-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a18 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient arrived in the intensive care unit (ICU) and the ventricular assist device (vad) exhibited an electrical fault alarm and a high watt alarm. The vad driveline cable was manipulated and the electrical fault alarms reoccurred. The electrical fault alarm resolved when the driveline was pinched. The vad was exchanged as the patient's chest was still open. No patient complications have been reported as a result of this event.